Event description:
It was reported that difficulty was encountered during insertion of the iab. It could not be passed through the insertion sheath. As a result of this, the iab was removed and replaced. There were no pt complications.